Manufacturer narrative:
Pr#: (B)(4). The customer reported a loudspeaker error appears on the x2. A speaker malfunction inop confirmed the problem. When there is a loss of audio, the device is designed (as documented in the risk management summary (rms) to generate a ¿speaker malfunct.¿ inop. It is considered that the inop would make the issue immediately obvious to users during close observation of the patient. The importance of using the monitoring equipment in conjunction with close personal observation of the patient is stated in the product labeling. The labeling (intellivue x2 multi-measurement module, instructions for use, part number 453564208381, page 57) describes personal surveillance: ¿warning ¿ do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment.¿ this would allos the user to implement alternative methods of monitoring (if not already applied) per hospital protocol, and/or to troubleshoot the monitor. The visual inop, together with the above product labeling, is considered as a sufficient mitigation of risk from a loss of audio. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a loudspeaker error appears on the x2. A speaker malfunction inop confirmed the problem.